Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000040131.

Event description:
It was reported patient's lead had migrated. Surgical intervention took place on (B)(6) 2023 wherein lead was explanted.

Manufacturer narrative:
A patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. In an update it was reported that patient's battery was low and that the 3186 lead had migrated and showed high impedance. Surgery took place where the proclaim ipg was explanted and replaced with an eterna on (B)(6) 2023. The impeded lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.